Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure, a display issue occurred which caused a delay. The catheter appeared as bent on the system. The connection was checked, the ensite velocity, tactisys, amplifiers and rf meters were restarted which did not resolve the issue. The catheter was then exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue and subsequent delay remains unknown.